Event description:
Rptr has hearing implants and is unable to have them removed. They were put in without her consent as an experiment. They are turned to approx 700 mhz. The effects of them are hard to explain but it is "very abusive and cruel." Rptr is a truck driver and has been "stocked" for over 3 yrs through the use of these implants. Once they are removed rptr wants to press criminal charges.